Event description:
Boston scientific crm received information that this implantable left ventricular pacing lead exhibited impedance measurements greater than 2000 ohms one day post implant. It was reported that the impedance measurements were high through the pacing system analyzer (psa). Pacing and sensing measurements were good. No adverse patient effects were reported. Additional information was received indicating this lead exhibited high threshold measurements and loss of capture at maximum outputs. The lead was explanted and replaced with an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The connection had been double checked at implant and was good. Technical services (ts) discussed the patient may have high impedance measurements for this lead. Ts also discussed there may have been dried fluid on the terminal pin which could cause high impedance measurements. Ts discussed the lead could be monitored to see if the impedance measurements decrease. The available information suggests this lead remains in service. Should additional information become available this event will be updated. The available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.